Event description:
Customer's mother reported a crack on the screen of her daughter's insulin pump. Customer's blood glucose is unknown. She said there is a crack that goes from the screen to the up and down buttons. The screen is not readable. Customer was playing outside and the device fell and cracked. She was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had cracked and bleeding display glass and minor scratches on the display window.